Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the protective rubber has come off the up and down buttons and the up button is difficult to operate. No adverse event was reported. The alleged product was requested for evaluation.